Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during preparation of a rotational coronary atherectomy procedure, a lack of console display occurred. The console was being tested outside the body when it was discovered that the 1.25mm rotalink plus unit was rotating while the rotablator console was not displaying rpm's. The procedure was re-scheduled for future date, and completed successfully. No patient complications occurred. The patient status was good.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's clips were scissoring on the tissue on multiple firings and finished the case with the device and had to remove several clips before he was satisfied with the ligation. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.